Manufacturer narrative:
Further information was requested but not yet received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:2938836-2019-13073. Related manufacturer reference number:2938836-2019-13074. It was reported that the patient had expired. The cause of death was due to cardiopulmonary arrest. There is no known allegation from a health professional that suggests the death was related to the device.

Manufacturer narrative:
Analysis was normal. No anomalies were found.